Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced intermittent communication failure between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, with difficulty pairing and no cgm readings displayed, and the interaction focused on bluetooth connectivity and pairing steps. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem involving electrical and magnetic components, including the antenna, consistent with intermittent communication failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.